Manufacturer narrative:
The lens and lens vial were not returned to the b+l evaluation site; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial. The lens was not used.

Manufacturer narrative:
The lens and lens vial were returned for evaluation. The lens was in a dried condition and positioned correctly in the lens vial. Visual inspection of the cap found the septum cracked. However, it should be noted that lens had expired in (B)(6) 2015 and the sample was received for evaluation approximately 13 months after the expiration date. Functional testing could not be performed due to the condition of the received device. H3. Not evaluated reason: placeholder.

Manufacturer narrative:
Additional information: d10, h3 and h4. The lens and lens vial were returned for evaluation. The lens was in a dried condition and positioned correctly in the lens vial. Visual inspection of the cap found the septum cracked. However, it should be noted that lens had expired in 12/31/2015 and the sample was received for evaluation approximately 13 months after the expiration date. Functional testing could not be performed due to the condition of the received device. H3 other text: placeholder.